Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/3.5 mm balloon ruptured on the second inflation at an unknown pressure. The number of atm's reached on the initial inflation is also unknown. The pt was asymptomatic during this event. The maverick2 monorail ballloon was removed and the procedure was completed successfully. No pt injuries or complications have been reported. Pt status is reported as 'good'. Additional clinical information regarding this complaint has been requested.